Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system does not give fluoroscopy and indicates defective tube radiation is not allowed. A review of the system log file showed an x-ray generator error. As per repair activity, fse replaced the x-ray tube. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code grid was corrected.

Event description:
It has been reported to philips that the system will turn on, but produces an error message of "defective tube, radiation not allowed". There was no reported patient or user harm. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.